Event description:
Reportable based on the analysis completed on june 27, 2005. During a coronary drug eluting stenting treatment procedure, the stent was unable to be implanted. The lesion being teated was located in the left anterior descending artery. The vessel was pre dilated. The physician was unable to reach the lesion site with a taxus express2 2.50x24 mm drug eluting stent. The taxus stent was removed. No patient complications were reported. On analysis the stent was found to be damaged.